Event description:
Ous MDR - it was reported that oversensing and inappropriate shock deliveries occurred about 26 months after the implantation. The lead and ICD were explanted. A rubbed-off spot of the lead was seen at the ICD housing at the edge of the ICD housing. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned ICD was first visually inspected. The inspection detected a discoloration of the housing. This kind of discoloration can be caused on the housing surface of the ICD by the formation of titanium oxide, due to the strong electrical fields during a shock delivery. This is normal and expected and has no influence on the device's capability to provide therapy. In a next step, the ICD underwent a status interrogation. The device status was eri, and 116 charge processes had been registered. The charge drawn from the battery was checked. The battery depletion proved to be as expected. The memory content of the ICD was analyzed. The analysis of the available iegms showed interference signals in the ventricular and in the far-field channel, which led to several shock deliveries, matching the clinical observation. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time was and the charge time proved to be unremarkable. The ICD proved to be fully functional during the analysis.